Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation-other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no nickel allergy diagnosed. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash / skin condition"), migraine ("migraine\headache"), alopecia ("hair loss"), weight fluctuation ("weight gain,weight loss") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, dermatitis allergic, migraine, alopecia, weight fluctuation and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, perforation, psychological trauma and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: date of birth, insertion date and events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, general abnormal bleeding, rash, skin condition, psych injury, perforation, migraine, headaches, hair loss, weight gain, weight loss added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation-other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no nickel allergy diagnosed. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash / skin condition"), migraine ("migraine\headache"), alopecia ("hair loss"), weight fluctuation ("weight gain,weight loss") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, dermatitis allergic, migraine, alopecia, weight fluctuation and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, perforation, psychological trauma and weight fluctuation to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6)2015 quality-safety evaluation of ptc: unable to confirm complaint. . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc (product technical complaint). Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation-other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no nickel allergy diagnosed. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash / skin condition"), migraine ("migraine\headache"), alopecia ("hair loss"), weight fluctuation ("weight gain,weight loss") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, dermatitis allergic, migraine, alopecia, weight fluctuation and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, perforation, psychological trauma and weight fluctuation to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case. All relevant information from duplicate deletion case: (B)(4) (local event number: bus-(B)(4), ptc global number: (B)(4), e2b company number: us-bayer-(B)(4)) transferred to this case. No new follow-up information was received from the reporter. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.